Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box shows that records begin on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. No errors, alarms or warnings occurred during testing. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications and without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, animas medical surveillance became aware of additional information regarding this complaint. Through due diligence, the patient's mother reported that in (B)(6) 2015, the patient was at a friend's house when she experienced a hypoglycemic event for which the paramedics were called. The paramedics provided unspecified treatment to the patient for hypoglycemia. The reporter stated that the patient's blood glucose was measured to be 46 mg/dl. The patient was transported to the hospital and admitted for hypoglycemia and seizure. The reporter was unable to provide any further information regarding this event. The reporter stated it was unknown if the hypoglycemic event was alleged to have resulted from an issue with the insulin pump or if it was the result of the patient's diabetes management. This event is being reported because the patient reportedly had a hypoglycemic and seizure event while on insulin pump therapy requiring medical intervention and hospitalization.